Event description:
According to the report, the fiber optic portion of the handpiece was not able to advance through the myocardium and eventually it started smoking. The handpiece was not retained for investigation.

Manufacturer narrative:
According to the report, the fiber optic portion of the sologrip iii handpiece was not able to advance through the myocardium and eventually started smoking. The handpiece was not retained for investigation. The lot number and serial number of the device in question were not provided. Thus, three possible lot numbers were identified based on shipping records. No issues were documented during the build of these lots. Although the cause of the reported malfunction could not be determined, it is possible that the root cause is improper handling of the optical fiber. As a corrective action, an attention label is now adhered to the device packaging. The label provides additional handling instruction designed to prevent a recurrence of this type of event. At the time the report was received, cardiogenesis did not believe the event met the reporting requirements of 21 cfr 803. The event did not involve injury to the patient, user, or any other individual. Furthermore, the event was considered to be of a nature such that a recurrence could not reasonably be expected to cause injury or death because the malfunction was confined to the handpiece housing which does not contact the patient. (B)(4).